Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but yet evaluated.

Event description:
It is reported that the instrument broke in the central processing department.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual examination concludes that the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. The device was manufactured in april of 2013 and had an approximate field life of three (3) years and four (4) months with an unknown frequency of use. Review of the device history record and receiving inspection report identified no deviations or anomalies. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zb control is considered conforming based on the manufacturing review and returned product.